Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the printed circuit board failure of the subject device. The printed circuit board failure might be occurred by the accidental electronic component failure or the component damage due to the overcurrent effects. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed the subject device didn't activated when the subject device connected directly through the ac (alternating current) line during the inspection for the repair at the service department of olympus (B)(4). But the subject device was worked when the subject device connected to the external power supply. The service department of (B)(4) found the failure of the printed circuit board which caused the reported phenomenon. After the inspection, (B)(4) also received the user comment that the device had not been used for a while under corona pandemic, because the treatment room timely disabled where the subject device set on. There was no report of patient injury associated with this event.